Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission after receiving an inappropriate shock for an atrial fibrillation episode with a rapid ventricular rate. Programming changes will be made at the next follow-up in-clinic. The patient is stable.